Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead have exhibited a gradual increase in shock impedance measurements and now have reached out of range at 130 ohms. Boston scientific technical services (ts) was consulted and discussed the increased impedances with the physician. The physician opted to continue to monitor the patient until the impedance reaches a higher value. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the shock impedance continues to increase to greater than 200 ohms and the threshold was noted to have increased. The patient indicated that his clinic is aware of the higher impedance and they would address it at the normal device change out procedure. The right ventricular (rv) lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the shock impedance continues to increase to greater than 200 ohms and the threshold was noted to have increased. The patient indicated that his clinic is aware of the higher impedance and they would address it at the normal device change out procedure. The right ventricular (rv) lead remains in service and no adverse patient effects were reported. Further information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis since it was disposed.